Event description:
It was reported that the home patient (hp) identified leakage, as evidenced by seeing solution on the floor, during therapy on the homechoice (hc) device. The hp had stepped in the solution. The step of therapy, and whether the hp was connected, at the time when the leak was identified is unknown. After this was noticed, the hp disconnected and turned the hc device off. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 2 for this patient.

Manufacturer narrative:
(B)(4). A leak indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).